Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter; product ID: 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the device manufacturer indicated that the hcp used a 8840 programmer during the case. It was reported that the software version was unknown. The cause of the difficulty aspirating the catheter was unknown and no actions were taken to resolve it. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: ne u_unknown_prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 22-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving baclofen (500-2000 mcg/ml at 63 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity and multiple sclerosis. It was reported that the patient had refill performed today and the pump was programmed to be the same amount as what they came in with (baclofen 500 mcg/ml, 63 mcg/day). The caller reported that they determined later that 2000 mcg/ml was injected instead of 500 mcg/ml and the pump was programmed to reflect the 2000 mcg/ml. The caller inquired about catheter calculations and if the patient needed to be brought in that day to change the programming; calculations were performed (0.199 ml x 500 mcg/ml = 99.5 mcg ÷ 63 mcg/day = 37 hrs 54 min) and it was confirmed that the patient could be brought back to the office for adjustments the next day. The caller was brought back into the office and a full system content removal was performed; the medication was switched from baclofen 2000 mcg/ml for 500 mcg/ml. It was noted that during the system removal the hcp was only able to aspirate a few drops/less than 0.5mls via the catheter access port (cap) but still programmed the priming bolus and the patient experienced overdose symptoms. The patient was loose with no spasms and was noted to usually have increased spasms in the morning. The pump was programmed to minimum rate mode and the patient would be observed until they were free of symptoms and able to have their pump reprogrammed. No further complications have been reported as a result of this event.